Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated tacrolimus (tac) result obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated tacrolimus (tac) result was obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. The falsely elevated result was not reported to the physician(s). The same sample was reprocessed on the same instrument. Lower results, considered correct, were obtained. One of the lower reprocessed results was reported. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tac result.

Manufacturer narrative:
Additional information (28-mar-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated tacrolimus (tac) result. Hsc reviewed the information provided by the customer and the instrument data. Instrument data indicates the presence of red blood cell settling within the falsely elevated sample resulting in a more concentrated sample. Hsc concludes the probable cause of this issue was related to sample handling. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Secion e1 has been updated to include new information. Initial MDR 2517506-2023-00068 was filed 15-feb-2023.